Event description:
The customer reported that a covidien generator was used during a case in which a cautery burn occurred. The generator was tested by the site's biomed and found to be functioning properly.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.